Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during coronary diagnosis procedure. The procedure completed as planned as system functioned but did not save the images. It was reported to philips that the system is unable to store live image. Review of the logfile shows image store not created; image disk error. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found system unable to store live image. To resolve the issue, the fse replaced the hdd and reinstalled software. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, the procedure was completed as planned. The procedure was finalized without a delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to store live image. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.